Event description:
It was reported that a lead was revised. The reason for the revision is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that a lead was revised. The reason for the revision is unknown. No additional adverse patient effects were reported. Additional information received from the field indicates that the right ventricular (rv) lead was revised.